Event description:
It was reported that during an unspecified surgical procedure, it was observed that the compact speed reducer device was freezing up while in use. It was not reported if there was a delay to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up, additional information was obtained. The reporter stated that there was a ten minute delay to the surgical procedure. An identical spare device was available for use and the surgery was completed successfully with the spare device. The exact date of the event was unknown. However, the reporter stated the event occurred in (B)(6) 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the gear box and bearings going bad from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.